Event description:
Reporter alleged being admitted to the hospital and treated with insulin based on the blood glucose monitoring results. Reporter stated having blurry vision and being dizzy as well as being pregnant and being unsure when being diagnosed with diabetes. Reporter indicated device result was 89 mg/dl and lab result was 225 mg/dl however the time between testing was not provided. Reporter stated being administered regular and nph insulin. Reporter indicated no controls were used. A request was made for the return of the suspect device and replacement product was sent.